Event description:
It was reported that, post paced t- wave oversensing (pptwos) was observed on the device. The device was reprogrammed, however the pptwos continued. Technical service was contacted and recommended additional reprogramming. No additional reprogramming has been performed. The patient was stable.